Event description:
It was reported that the arctic sun device was having issues with heating and has ran over 2000 hours, device would be coming in for the 2000 hour preventive maintenance service. Per additional information received on 19oct2022, there was no patient involvement reported. Device would be sent in for 2000 preventive maintenance and repair. Per additional information received on 19oct2022, it was confirmed there was patient involvement. Per additional information received via email on 03nov2022. Nurse stated the patient was warmed too quickly causing cardiac dysrhythmias, increase in heart rate, and low blood pressures. The patient required a cardizem, digoxin, and lopressor push for recovery due to the malfunction in the arctic sun. The therapy was not completed with this device. The staff utilized another arctic sun to finish the therapy. The patient was a 53 year old female with date of birth (B)(6) 1968. Per sample evaluation results received on 14dec2022, it was reported that the double bend tube and the chiller evaporator outlet tubing appear distended or expanded. It was noted that the double bend tube and the chiller evaporator outlet tube were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was having issues with heating and has ran over 2000 hours, device would be coming in for the 2000 hour preventive maintenance service. Per additional information received on 19oct2022, there was no patient involvement reported. Device would be sent in for 2000 preventive maintenance and repair. Per additional information received on 19oct2022, it was confirmed there was patient involvement. Per additional information received via email on 03nov2022. Nurse stated the patient was warmed too quickly causing cardiac dysrhythmias, increase in heart rate, and low blood pressures. The patient required a cardizem, digoxin, and lopressor push for recovery due to the malfunction in the arctic sun. The therapy was not completed with this device. The staff utilized another arctic sun to finish the therapy. The patient was a 53 year old female with date of birth (B)(6) 1968. Per sample evaluation results received on 14dec2022, it was reported that the double bend tube and the chiller evaporator outlet tubing appear distended or expanded. It was noted that the double bend tube and the chiller evaporator outlet tube were replaced.